Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient's wife stated that right before she and the patient were about to eat, the cgm was reading 74mg/dl. The patient became incoherent and emergency medical service's (ems) was called. When ems arrived, they checked the patient blood sugar and the bg meter was reading 40 mg/dl while the cgm was still displaying 74mg/dl. Ems administered the patient with intravenous (IV) therapy and the patient did not have to go to the hospital. At the time of contact, the patient's bg levels were back up. No additional patient or event information is available. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.